Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV, exchange from textured to smooth implants due to the patient's concern with the product and pain. The device remains implanted.

Event description:
Healthcare professional additionally noted left side rupture. Device has been explanted.